Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for remote follow up via merlin.net. A review of the transmission revealed that inappropriate shock had been delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Programming changes were discussed; however no interventions were reported. Further information was requested but not received.